Event description:
It was reported that the patient presented with an episode of ventricular tachycardia. Inappropriate high voltage therapy was delivered. Programming changes were made. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).